Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how many suture pulls out of the needle during this single procedure? Please clarify. Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Which is the lot number from this list that corresponds to this product complaint? Samrua, sbmcxt, pc6633, rkmppt, rjmlpd. This complaint stems from 10 separate cases where all had the same problem. It happened to techs, fellows, and surgeons. I have 214 eaches to be returned and replaced. I will need a bigger shipping container than the one that was provided today. Possible potential lot involved: samrua, sbmcxt, pc6633, rkmppt, rjmlpd.

Event description:
It was reported that a patient underwent an unknown in 2022 and suture was used. During the procedure, the suture pulls out of the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/21/2022. H6 component code: g07002 no device returned. The actual device lot number associated with this event is not known. The possible lot numbers are reported as follows: batch samrua batch sbmcxt batch pc6633 batch rkmppt batch rjmlpd a manufacturing record evaluation was performed for the finished device pc6633/ j258h05 batch number, and no non-conformances were identified. Expiration date: feb/29/2024 date of mfg.: mar/19/2019 a manufacturing record evaluation was performed for the finished device rjmlpd/ j258h65 batch number, and no non-conformances were identified. Expiration date: jul/31/2026 date of mfg.: aug/20/2021 a manufacturing record evaluation was performed for the finished device samrua / j258h65 batch number, and no non-conformances were identified. Expiration date: dec/31/2026 date of mfg.: jan/29/2022 a manufacturing record evaluation was performed for the finished device rkmppt / j258h65 batch number, and no non-conformances were identified. Expiration date: aug/31/2026 date of mfg.: sep/28/2021 a manufacturing record evaluation was performed for the finished device sbmcxt / j258h65 batch number, and no non-conformances were identified. Expiration date: jan/31/2027 date of mfg.: feb/9/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.